Event description:
It was reported that prior to loading the 3.5x12 nc trek rx dilation catheter onto the guide wire, the physician noted that the proximal segment of the balloon appeared to be compressed (winged). The device was not used and there was no patient involvement. A new 3.5x12 nc trek rx dilatation catheter was used successfully. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the balloon was not winged as reported. The inner member was separated at the proximal portion of the proximal marker. Additional reported information indicates that during unpackaging of the device, the physician noted that the proximal balloon was broken. Additionally, there was resistance removing the protective sheath during device preparation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. The reported winged balloon could not be confirmed. The reported difficulty to remove the protective sheath could not be replicated as the device was returned without the sheath or stylet which prevented the test from being performed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place to monitor the effectiveness of the implemented corrective and preventative actions.